Event description:
It was reported that the patient had presented to the emergency room experiencing presyncopal symptoms. An intermittent loss of capture was observed on the right ventricular lead. An insulation anomaly was found on the lead. It was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).